Manufacturer narrative:
(B)(4). It was reported that patient underwent lavh/bso and left ureteral lysis on (B)(6) 2014 due to pop, overactive bladder and pelvic pain. It was reported that patient underwent mesh removal and cystoscopy on (B)(6) 2009 for symptomatic mesh erosion.

Manufacturer narrative:
It was reported that patient underwent laparoscopic cholecystectomy on (B)(6) 2012.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with cystoscopy due to sui, overactive bladder.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.